Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2015, patient underwent transforaminal lumbar and posterior spinal fusion surgery on vertebrae l4-5 and l5-s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. Allegedly, "patient continues to suffer from chronic pain and is prevented from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2015: the patient was preoperatively diagnosed with multilevel lumbar spinal stenosis with radiculopathy. Previous lumbar fusion for l5-s1 isthmic spondylolisthesis with lumbosacral non-union and iatrogenic flatback. Fixed sagittal imbalance syndrome and underwent the following procedures: l4-5 posterior spinal fusion with transforaminal interbody fusion. L5-s1 posterior spinal fusion. L3-s1 posterior spinal segmental instrumenation using titanium screws. L4-4 insertions of intervertebral fusion device using titanium cage. L3-s1 removal of posterior spinal segmental instrumentation with exploration of fusion. Transiliac screw fixation with placemnt of bilateral iliac screws. Bilateral l4-5 revision decompression, hemilaminectomy, facetectomies, and foraminotomies. L4 three column lumbar extension osteotomy. Removal of deep implant. Harvest of local bone autograft. Use of bone allograft for spine surgery including large rhbmp2/acs kit. Use of surgical microscope. Use of spinal cord monitoring. As per the op notes:¿ the 7.5 x 50-mm screws were inserted at s1 with reasonably good bony purchase. Next, bilateral 8.s-mm x 80-mm iliac screws were inserted with excellent purchase. A medium iliac connector was inserted with a set plug, to achieve pelvic fixation and to protect the bilateral s1 screws. Once approximately 30 degrees of lordosis was placed across l4-s, the interspace was packed with bone graft, followed by rhbmp-2/acs sponge wrapped around bone graft, followed by a 10-mm titanium cage filled with bmp sponge, followed by compression of the interspace using the screws in order to create a tight interference fit of the cage. Notably, rhbmp-2/acs was deemed to be necessary, given the patient's history of non-union and his extremely loose sacral screws, which required bilateral iliac screw fixation which would have been potentially compromised if we needed to harvest iliac crest. The posterolateral gutters were then packed with rhbmp-2/acs sponge wrapped around local bone autograft mixed with vancomycin powder to achieve a posterolateral fusion.¿ the patient tolerated the procedure without any intraoperative complications.